Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator will not power on. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) evaluated the unit and verify the customer reported problem of unit would not turned on. The fse found that the motor controller (mc) pcba came out loose - reconnected mc pcba and the reported problem was corrected.